Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that prior to surgery the guard that holds the cutters in has been broken. There is no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the comb was damaged and replaced it. The unit was tested, calibrated, and returned to the customer. Device history record (DHR) review was unable to be performed as the lot number is unknown. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.